Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a femoral percutaneous coronary intervention (pci), the doctor used an 8f angio-seal vip; however, there was no bypass tube on the device. He opened another device from the same lot and was able to successfully close the arteriotomy. The patient's condition was stable. The procedure outcome was successful. Additional information was received on 13aug2019. A 7fr sheath was used. The device was not used. A pre -deployment angiogram was performed. Removed the destination and closed with an angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.